Event description:
It was stated that "surgeon was removing techtonix construct originally implanted in 2008. After exposing hardware, surgeon used 4.5mm hex driver to remove caps. He then used 3.5mm hex to remove left s1 screw. He attempted to remove left l4 screw but noted it was stripped. He also indicated that both right l4 and s1 screw heads were stripped. The doctor indicated that both right screws appeared stripped the moment he removed the caps. To remove the rod/plates the surgeon used a carbide metal cutting bit on a midas rex burr and anspach burr. He cut then removed the rod/plates bilaterally and left the remaining 3 screws in the pt.

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion will be made available following an engineering evaluation. Report is filed on one techtonix screw, one techtonix plate (catalog # 48204658) and another techtonix screw (catalog # 6260645) were also part of the removed construct. If product becomes available and lot numbers become known for these other products associated with the incident this info will also be reported as supplemental and separate mdrs will be filed for there devices.